Event description:
The customer stated, she was treated by the paramedics for low blood glucose. No blood glucose reading was reported. Troubleshooting was performed and the programming was correct. However, the customer stated she normally experiences low blood glucose when she uses the bolus wizard feature. She stated she would speak with her medical doctor to adjust the settings. The insulin pump did not need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.